Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd smallbore 6 inch ext vlv- smartsite, smartsite is occluded. The following information was provided by the initial reporter, translated from chinese to english: smartsite's blue piston is occlusion.

Manufacturer narrative:
Investigation results: two 20039e samples were received for investigation; one of which was received with packaging from lot 23035045, and one was without packaging and contaminated with residual blood. A bd blood collection device was also returned as the connecting product to aid the investigation. The customer reported that they experienced occlusion from the blue piston of the smartsite. The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; no occlusion or flow restriction was observed. Furthermore functional testing was performed using the blood collection device, and again no flow issues were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23035045 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Event description:
No additional information.